Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown and it was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with amikacin, vancomycin, and ceftazidime (intraperitoneally, dose and frequency unknown). Antibiotic treatment was later changed to fluconazole (intraperitoneally, dose and frequency unknown). Fluconazole was ongoing. On an unreported date the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.